Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved was received for evaluation. A volumetrics sequential run of 111ml for 8 stations concluding with 112ml for station 9 (total volume 1000ml) tested in specification at 1000ml +/- 2.7% with no errors. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number: (B)(4). The device involved has not been received for evaluation, and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per reported by the user facility: patient final containers are running out early (1 to 1.5 hours) using a curlin IV pump. It is reported that the pinnacle pump module is going into the compounding complete screen without alarming. This issue is only occurring with total parental nutrition (tpn) bags with large volumes. No injuries were reported.